Event description:
Pt to lrgh for gastroscopy/bravo placement in '08. Gastroscopy performed as required for placement of bravo capsule. During procedure, capsule would not deploy per manufacturer's instructions x 2 attempts. Procedure for bravo placement not completed. Pt returned to surgical department again at about one month later, and procedure completed with success of bravo capsule placement.